Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Our CAPA system has found this past-due reportable event. The anomaly observed in the field was confirmed in the laboratory. The battery voltage measured 2.55v. The original hv capacitors were sent to the vendor for further analysis. The preliminary failure analysis indicated that one of the two high voltage capacitors had internal damage. The damage found could account for the extended charge time experienced in the field.

Event description:
An asymptomatic patient presented to the clinic with a device that exhibited an extended charge time and low battery voltage. The device was explanted.